Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer states the pump was recently replaced and does not believe the highs are attributed to the pump. The customer states there is a lot of scar tissue. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 135mg/dl. The customer states they were unable to troubleshoot at the time of call. The customer was advised to call back as soon as alarm occurs. No further assistance provided at this time.